Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) oss611, (osseotitel implant 6 x 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use and slight wear, however, no damage to the implant was identified that would cause or contribute to the event. Device history record (DHR) review was completed for the subject lot number 2022101277. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022101277 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: non-integration: perforated sinus therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported non integration and sinus perforation at tooth site 17, possibly due to pressure of temporary prosthetic during healing, and implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.